Event description:
Pt underwent surgery on (B)(6) 2012 for necrotic bowel with left hemicolectomy done. Returned to operating room on (B)(6) 2012 for right hemicolectomy, ileosigmoid ostomy, excision of mesh, ventral hernia repair with implantation of mesh. On (B)(6) 2012, pt was not tolerating tube feedings with increased residuals which prompted a CT scan which revealed a "foreign body within the left paracolic gutter of uncertain significance." Pt was going to operating room for trac and peg tube insertion and foreign body :vanguard condom: of a suction apparatus was removed.